Event description:
It was reported via a trial, that during the procedure in the proximal left anterior descending artery (lad), the 2.5x18 rx promus stent was deployed at the target lesion after pre-dilatation. Post dilatation was performed using a voyager dilatation catheter. Angiography revealed distal downstream plaque shift into the distal margin of the lad, just at or beyond the lad-diagonal branch. Dilatation and deployment of a second 2.5x18 rx promus was performed in overlapping fashion. Subsequent to placement of the second stent, the ostium of the first diagonal branch was noted to be pinched with a new 90% lesion following the stenting across its origin, caused by the plaque shift. A non-abbott guide wire was advanced into the first diagonal and balloon angioplasty was performed. Following balloon angioplasty, persistent recoil at the ostium and linear dissection into the mid diagonal branch was noted. The mid diagonal branch dissection was successfully treated with an unspecified bare-metal stent and the ostium was successfully treated with deployment of an unspecified drug-eluting stent using the t-stent technique. The patient was discharged the following day on aspirin and clopidogrel. Reportedly, the physician commented that the relationship of the adverse event to the index procedure is highly probable. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Guide wire: terumo run through; stent: unspecified bare-metal stent, unspecified drug eluting stent the promus (part 1009539-18b, lot unk) is being filed under a separate medwatch MFR number. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatment appears to be related to the operational context of the procedure.